Event description:
It was reported that the catheter was being used on a female pt with chronic renal failure in the operating room. The catheter was originally placed two weeks ago in the hospital in the pt's right internal jugular. The blue luer lock connection on the external part of the catheter was cracked. When the dialysis personnel connected the pt to the dialysis machine, it sucked air and they were unable to dialyse the pt successfully. As a result, the catheter was repaired using the external hub replacement kit and dialysis was performed without any problem. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). F/u report will be filed if additional information becomes available.